Manufacturer narrative:
Additional information was received indicating the patient was seen in clinic and will continue to be monitored at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
The available information suggests this lead and device remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Visual inspection of the right ventricular port found marks the indicate the right ventricular lead was not fully inserted into the port. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not confirm the cause of the high pacing impedance measurements.

Event description:
--

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) due to high out of range pacing impedance measurements. Technical services recommended bringing the patient into clinic for further evaluation. No adverse patient effects were reported.

Event description:
Additional information was received indicating a lead replacement procedure was performed. During the lead replacement, the device was electively explanted. No adverse patient effects were reported. The device was returned for analysis.